Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A pharmacy reported that a consumer's thermometer allegedly provided inaccurate readings, showing a temperature of 35°c for every family member, including their 11-month-old child. The child was later taken to the hospital, and a fever of 40.9°c was recorded. The child was diagnosed with bronchitis and a middle ear infection. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.